Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, two photographs were received for evaluation. A visual inspection of the photographs observed the female connector was separated from the main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported device information is suspect. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was faulty; female connector was separated from the main body of the twist clamp. This was noted during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.